Event description:
Additional information received reported that the pipeline vantage opened perfectly, without any issue. The clinician was looking to add a 2nd pipeline, this time a shield, proximal to the vantage, to add extend the length of fd down the ica. The shield didn¿t open properly inside the vantage, however when they re sheathed the shield, pulled proximal, outside the vantage and tried to un sheath again, it opened perfectly. The clinician re sheathed the shield and moved distal, to the proximal end of the vantage and tried to un sheath again. Again, it would not open.

Manufacturer narrative:
H3: product analysis #705769689:¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ drawing(s) referenced: n/a ¿ as found condition: the pipeline flex shield was returned inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was not opened due to damaged braid. However, the proximal end of the braid fully opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was confirmed as the distal end of the braid was not opened due to damaged braid. The cause of failure to open could not be determined. Possible cause of failure to open includes damaged braid. Customer reported that vessel tortuosity was moderate. Ls 2023-09-14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician initially wanted to use the ped3 but wanted more length. So a ped2-475-14 was asked for. While using this pipeline, it failed to fully open at the distal end. The physician re-sheathed and pulled the pipeline proximal, outside of the ped3 and tried to deploy to see if it would open, which it did perfectly. The physician re-sheathed and tried again inside of the ped3 and again, it didn't fully open on the distal end. The ped2-475-14 was removed and the ped2-475-12 was used. But the new pipeline had the same issues. As the physician tried to remove the ped2-475-12, it was stuck inside of the phenom 27 microcatheter. The physician removed both the pipeline and microcatheter and just decided to keep the ped3 implanted and add no extra length. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured posterior communicating artery aneurysm with a max diameter of 4mm and a 3mm neck diameter. The landing zone artery size measurements were 3.1mm distally and 3.6mm proximally. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a benchmark 071 105cm guide catheter, a phenom27 150cm microcatheter, and a web 5x2mm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.